Manufacturer narrative:
Review of device data was able to confirm the event. The device could not generate arterial pressure with the pinch valve. The device data shows a pause and restart of perfusion which did not address the issue, and external manual control of the pressure was successfully applied. The pinch valve was cleaned by the customer following the case. Device was later serviced at the customer site. During testing, the pinch valve was inspected and tested through several rounds of power cycles and start/stop cycles. The reported issue could not be replicated. Pinch valve appeared to be clean and functioning properly. The device passed all applicable testing.

Event description:
It was reported that during perfusion, the pinch valve was reporting 100% occlusion and hepatic artery pressure was hovering around 28 mmhg 7.5 hours into perfusion. The pinch valve was visually inspected and did not appear to be fully occluded. Troubleshooting was attempted, including stopping and starting the perfusion. A tubing clamp was used to partially occlude the hepatic artery line which was successful in manually controlling the arterial pressure. The liver was successfully transplanted following perfusion.